Event description:
Gauze packaged within angiography pack was frayed. The potential exist that a particle of gauze could be drawn up into a syringe and administered to the patient. Manufacturer response for angiography pack, angiography pack (per site reporter). Equipment failure was reported to medline representative by cath lab clinical manager & risk manager.